Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the helix was stretched out of specification. The helix was bent/distorted and the distal conductor was also distorted.

Event description:
It was reported during the implant procedure that there were positioning difficulties. The screw was extended when inserted at implant. Screw caught on tissue causing it to bend. This broke the screw mechanism. A new lead was used with no issues. No patient complications have been reported as a result of this event.